Event description:
On (B)(6) 2014, at a dental care facility (B)(6), a female dental hygienist ("rq") was operating the midmark preva diagnostic x-ray device (p7015 preva, 56"reach) when the wall-mounted unit separated from the wall, striking her shoulder. Midmark became aware of the incident on (B)(4) 2014. It was reported that there were no indications that the unit was coming loose or separating from the wall prior to the incident. Hospital evaluation of rq determined swelling and dark bruising around the back and shoulder region where the unit made contact, and x-ray results showed there were no broken bones. At the time of this report, the wall unit and mounting conditions are under investigation to determine a root cause.